Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00173: screw 2. MDR 3025141-2015-00174: plate.

Event description:
During a wrist fusion plate removal, it was discovered that two screws had gone through the plate. Additionally the plate had broken and the bone did not fuse. The plate was implanted about 1 1/2 years ago.